Manufacturer narrative:
Patient information listed as na since no patient was involved. Device manufactured date will be submitted in the supplemental report. Returned product was evaluated via visual examination. The initial investigation by (B)(6) indicates that internal circuit board failure may have occurred. Per (B)(6), "it appears that the terminal block on the master motherboard failed and shorted internally." The result code and conclusion codes were listed as "other" since the light head has been returned to the contract manufacturer for failure mode analysis to the component level. A supplemental report will be filed describing the results of this investigation once this information is received.

Event description:
Per customer: or6 led light 1 is not powering on. The account states that there was smoke coming from the light. Per customer, there was a report of the light catching on fire. The customer stated that the issue was discovered during the prepping of the room. The customer states that no patients were adversely affected. The customer states no abnormal conditions existed.